Manufacturer narrative:
Concomitant medical devices: 406845 lead implanted: (B)(6) 1999.

Event description:
It was reported that during a device replacement procedure, the patient's right ventricular (rv) lead had insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.